Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to low blood glucose levels, with a reading of 44 mg/dl. The customer stated that he was unconscious when the paramedics arrived, and when he woke up he was being asked what day it was. The customer stated that he bolused 22 units the night before without using the bolus wizard, and it may have been too much insulin. The customer stated that he passed out in the parking lot where he works after receiving the bolus. Troubleshooting was performed, and the time and date were correct. However the customer wasn't sure if his basal rates were correct as he is between doctors. The reservoir volume was accurate and the insulin pump passed the displacement test. The customer felt that the insulin pump was not to blame for the event, and stated that he is in the process of upgrading. Nothing further was reported.